Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump alarmed motor error during prime.customer stated that the device has been dropped a little on the floor.customer does use the sensor feature. Customer stated she is unable to rewind the insulin pump. Blood glucose value is 204 mg/dl. Nothing further reported.